Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention to revise her scs system. Follow-up identified the patient's scs lead was explanted and replaced. It was found during the procedure the lead was "broken". The pt reported receiving effective pain relief postoperative.